Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. ­­­­­­­­­the procedure performed was the patient underwent a hysterectomy, vaginal and sing with tvt.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.